Event description:
It was reported that the tandem-provided charging supplies began smoking. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: ios / ios_iphone 12 pro / 2.9.1 / ios_18.6.2.